Event description:
Dr. Was placing a drain into a seroma and used the 80cm bentson wire. When he removed the wire, it unraveled, no pieces of the wire were retained in the patient. A new wire was needed at this time. The doctor was given a different wire and there were no problems with the second wire and the drain was placed successfully.